Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction using comfort splint mouthguard. After wearing the mouthguard for about a week, the patient felt tingling sensation on the inside of her mouth, on the cheeks. The patient also stated the mouthguard felt rough and not smooth. After discontinued use of the mouthguard, the reaction lasted for a couple of day. The patient did not require any treatment for the reaction. The doctor made an adjustment to the inside of the mouthguard (tooth site # 8) for better fit. The patient cleaned the mouthguard using only cold water and toothbrush. The patient has no relevant medical pre-existing condition. The patient has known latex allergy. The patient's current status was reported to be fine and has had no issue with the new astron mouthguard.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were smooth. No major cracks were found. Mouthguard's layers were intact and not separated. The mouthguard turned yellow due to normal usage. The mouthguard was in good condition with label. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. The complaint could not be confirmed. This incident is being monitored, tracked, and trended.